Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a prime issue with the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2015 with the following findings: the pump data from the time of the alleged issue has been overwritten due to continued use of the pump. There was no evidence of a prime issue or any activity outside of normal use observed. The pump was able to perform the prime steps with n oissues. The product was performing within specifications.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.